Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed a message that there was no infusion and the keypad was blocked and was not able to press anything and the insulin pump started to rewind by itself. The customer tried to rewind the insulin pump but received the same error. The customer reported that there was no response from any button. Time clock on the insulin pump did not advance. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.